Event description:
Caller is advising of having a pt in office that was 9 weeks pregnant, but test showed negative results. False negative urine hcg.

Manufacturer narrative:
Retention device testing. Summary of results: the retention devices met qc spec. Correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 mins read time. The 100 miu/ml, 208.99 iu/ml and 248.57 iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. Probably root cause: the pt is 9 weeks pregnant. So hook effect may reduce the t line intensity if the sample contains very high hcg level. We will do more investigation if the urine specimen can be returned. Conclusion: the retention devices meet qc spec. No false negative result was observed. So, the complaint is not confirmed.